Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on but the screen was blank. Determination made that no repairs to device will be performed and the device will be scrapped.